Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: a review of the pump black box data indicated the data for the event had been overwritten due to continued pump use. The current black box showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was evidence of moisture contamination inside battery compartment. The battery cap was undamaged and secured properly to the pump with and no power loss. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).